Event description:
It was reported that the patient's wife exchanged their controller after a controller lead was broken off into the battery clip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a broken clip thread stuck in the controller connector was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 10 days (07mar2022 ¿ 17mar2022 per timestamp). The driveline was disconnected on 17mar2022 at 17:56:50 and the controller was shut off at 18:02:37. There were no other notable alarms active in the log file. Pump operation was not affected. The broken threading was removed from the controller and was then tested. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active and functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 12may2021. No further information was provided. The manufacturer is closing the file on this event.